Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for na electrode (na) on a cobas 6000 c (501) module. The initial result was 134 mmol/l. The repeat result from a different c501 module was 143 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The na electrode lot number was b8165. The expiration date was not provided. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found an issue with the ultrasonic mixer. The fse replaced the ultrasonic mixer, the sampling mechanism, the vacuum valve assembly, and solenoid valves. Calibration was acceptable. Precision testing was performed with results that were within specification. The service actions resolved the issue.